Event description:
It was reported that the insulin pump overdelivered insulin. All of the insulin was gone within an hour. The blood glucose went down to 19 mg/dl. The current blood glucose is 159 mg/dl. Customer checked the reservoir and it was empty. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.